Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device-related photos were reviewed, and the associated valve is exposed through the liner puncture. The associated valve and commander delivery system are outside of the sheath profile inside the patient. The complaint for inability to advance through sheath was empirically confirmed through the provided imagery. Available information suggests patient factors (tortuosity) likely contributed to the event as it was indicated in the event description that the patient's vessel was 'tortuous' and that 'the root cause is unknown other than vessel tortuosity'. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint for liner punctured was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation) likely contributed to the event as it was indicated in the event description that 'the valve/ds were felt to have resistance halfway through the esheath. The vessel was tortuous. Fluoroscopy confirmed sheath had split in the middle and the valve/ds were angled outside of the esheath'. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, the first sheath was placed with no issue. The valve/delivery system (ds) were felt to have resistance halfway through the esheath. The vessel was tortuous. Fluoroscopy confirmed the sheath had split in the middle and the valve/ds were angled outside of the esheath. The best option for safety was to remove the entire valve/ds/esheath as one and replace. Patient remained stable the entire time. A new sheath was placed using new double curve lundquist. A new valve/ds were advanced without issue. Valve deployed with no issue. Patient is stable. Upon follow up, the fcs advised that the device is not available for return, it is still at the site. The vessel was not pre-dilated. Vessel was noted to have some tortuosity above the femoral head. Discussed in conference, not of major concern. The dilator was fully inserted/locked in position. The root cause is unknown other than vessel tortuosity. The fcs confirmed that the picture sent by email matched liner tear. The damage occurred during delivery system/valve insertion. No difficulty encountered during insertion, but some resistance noted. "Like that of when the side port gets caught on a blue towel". There was no difficulty encountered during insertion or removal of the ds. The angle of insertion was approximately 42 degrees. There was no damage to any other ew devices. The device remains at the site and will not be returned.